Event description:
Revision surgery - the pt had bilateral encore foundation knees put in on the (B)(6) 1998. The surgeon revised both knees inserts due to normal wear. The pt had 6x9 posterior stabilized tibial inserts on both sides; one replaced with same size the other replaced with a 6x11.